Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6949-58 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible undersensing by the right atrial lead. It was noted the patient was in permanent atrial fibrillation (af) and no lead performance issues were observed. The lead remains in use. No patient complications have been reported as a result of this event.